Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the nurse was performing a pre-operation evaluation when it was noted that the right ventricular pacing impedance showed a decrease. Now that patient is back to the baseline. The lead remains in use. No patient complications have been reported as a result of this event.